Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: broken shell, missing shell, black particles and underweight. A visual and microscopic analysis was performed which identified broken striated on anterior, non-penetrating nicks, striated opening on anterior, a sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell, creases fold, wear abrasion and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a striated broken on anterior due to surgical damage consist in the use of some surgical tool, a striated opening on anterior due to surgical damage consist in the use of some surgical tool, a sharp broken on posterior due to a surgical impact opening and missing shell due to inconclusive. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.